Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated an alarm for low peep (positive end expiratory pressure). There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) has investigated the reported ventilator, performed several pre-use checks tests without any deviations, and the ventilator system was working as expected. The device logs were extracted and received for further investigation. The device logs confirmed the reported alarms for low peep (positive end expiratory pressure). This indicates a malfunction of the sensor intermittently measuring a higher pressure than expected during the pre-use checks tests on (B)(6) 2015. As a preventive action we have recommended the hospital exchange the expiratory pressure sensor. The hospital has refused to change the sensor, despite several reminders having been sent. Since no goods were returned for further investigation, the root cause for the reported failure could not be determined from this investigation.

Event description:
(B)(4).